Event description:
Per the safety report: the temple touch pro device was not measuring the patient's temperature accurately. This was confirmed by the patient and another temperature device that differed from the temple touch pro.